Manufacturer narrative:
B3. Date of event: exact date unknown but erosion started in (B)(6). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir started to erode into the bladder of the patient. The physician removed the reservoir in september to let everything heal. The patient just underwent a surgery to receive a new reservoir. There were no patient complications.